Event description:
Customer reported to beckman coulter, inc (bec) that the unicel dxc 600i synchron access clinical system generated erroneous troponin I (accutni) results on two patient samples on two days. Customer did not provide any specific patient results or patient information. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) verified the precision of the accutni assay met published specifications. The fse found the high sensitivity system check passed within specifications. The fse verified the system was performing per published performance specifications.

Manufacturer narrative:
This report is one of two reports related to two reportable events that occurred on two different days. This report is related to MDR#2122870-2012-00918. Reagent used in conjunction with access 2 immunoassay system. Part number: a78803. Brand name: access accutni reagent pack, 100. Determinations, 2 x 50 tests. Lot number: unknown. (B)(4).